Event description:
On (B)(6) 2011 it was reported the pump would self-reboot. There was no adverse event associated with this issue. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment, battery, or cap. The battery cap had been replaced correctly, the cap was secure and tight and the battery had been replaced and was new.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. Visual inspection found no damage to the battery compartment. Evaluation revealed that the brass contacts on the battery cap were out of specification. A test battery cap was used to complete investigation, and rebooting was not duplicated with the test cap.